Event description:
The manufacturer received information alleging a trilogy evo failed an active exhalation test step during testing. There was no harm or injury reported. There was no evidence the device was in patient use. The device was evaluated onsite by the manufacturer's field service engineer and the customer's complaint was confirmed. The device failed the active exhalation pilot test step. The device's proportional valve and three-way solenoid valve were replaced to address the issue. The device was tested and passed all final testing.

Manufacturer narrative:
The reported failure of active exhalation pilot test step is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review: review of the DHR for this device, serial number (B)(6), did not find any non-conformances or abnormalities related to the reportable malfunction/ allegation identified in this complaint record during testing of the device prior to distribution.